Event description:
Legal counsel for the patient reports that patient underwent right m2a total hip arthroplasty on (B)(6) 2007. Review of invoice history found patient underwent left total hip arthroplasty (B)(6) 2010. Subsequently, patient underwent a left revision procedure (B)(6) 2010 for an unknown reason. Further review of invoice history confirms patient underwent a right revision procedure (B)(6) 2010 and patient allegations include pain, dysfunction, metal poisoning, metallosis, and loss of range of motion. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2013-01961 / 01964).